Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported chest pain and an align product was being used.

Event description:
The patient reported symptoms of dryness of mouth, dry cough, chest pain, difficulty breathing and lung inflammation. The patient reported visiting the ER, a respirologist (pulmonologist), and a physician to due to the reported symptoms. The respirologist determined the patients chronic lung problem has increased. The patient reported being prescribed ciprofloxacin (antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently getting better.